Event description:
Device malfunction: stent dislodgement. Time of malfunction: during procedure. Symptoms/ae: required surgical removal. It was reported that a physician attempted stent placement in the iliac artery using a kissing technique. An omnilink was advanced through the left femoral artery to target the lesion. The stent was difficult to deploy but was fully deployed, though partially in healthy tissue and partially at the intended site. No intervention was performed. Another omnilink stent was advanced through the right femoral artery to the target lesion. The stent was pulled back, came off of the balloon undeployed, and was surgically removed. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.